Event description:
Tip of boston scientific excelon transbronchial aspiration needled broke off during use. Third occurrence of this type with 2 diffent lot #'s. Our risk team is evaluating and will do an rca if nothing is readily apparent as a cause.======================manufacturer response for transbrochial aspiration needle, excell (per site reporter).======================took complaint, issued # 2315662, rga 62733412c.